Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: hot camera head. Probable root cause: ch electrical failure, use error. The device manufacture date is not known. H3 other text : 81.

Event description:
It was reported that the surgeon was burned.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the surgeon was burned.